Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use, and fracturing at the base of the threaded region. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 42 (fdi) and used for approximately 3 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 1224757. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224757) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k072642.

Event description:
Doctor reported screw ilrght fractured.